Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. Microscopic examination of the balloon revealed a total of three (3) pinholes in the balloon. At the proximal end of the balloon there were two (2) pinholes, 1mm proximal of the proximal markerband and .75mm distal of the proximal markerband. At the distal end of the balloon there was a pinhole 6mm proximal of the distal markerband. Microscopic examination presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. Microscopic examination inspection presented no damage or irregularities in the shaft of the device. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in a shunt in the moderately calcified and moderately tortuous unspecified vessel. A 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation, however, during the third inflation, the balloon ruptured at both sides near the marker band. The device was completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in a shunt in the moderately calcified and moderately tortuous unspecified vessel. A 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation, however, during the third inflation, the balloon ruptured at both sides near the marker band. The device was completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).